Manufacturer narrative:
During a thrombolysis with a revive pv thrombectomy device (pv21452200/lot unk) for a clotted fem-pop graft, the physician did not use a guide and aspirated from the balkin (up and over) sheath. Clot was well retrieved, but became lodged in the sheath. This is the reason the removal score was low. In future cases a guide will be used. The thrombectomy/embolectomy was used as a secondary/consideration arising from an unplanned procedural event. No patient information provided or further information was provided. The lot number for the device was not provided, and the product is not available for analysis. The failure reported by the costumer as withdrawal difficulty was not confirmed because the device was not returned for analysis, and DHR could not be performed without the lot number. However, it is possible that procedural factors not using a microcatheter with the device contributed to the event; additionally, inspections are in place that prevents any device from leaving the facility with any type of damage. Therefore, no corrective action will be taken at this time

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
First case for this physician. Patient was scheduled for thrombolysis for a clotted fem-pop graft. The physician did not use a guide and aspirated from the balkin (up and over) sheath. Clot was well retrieved using the revive pv thrombectomy device (pv21452200/lot unk), but became lodged in the sheath. This is the reason the removal score was low. In future cases he will use a guide and is interested to see how much better the device works. The thrombectomy/embolectomy was used as a secondary/consideration arising from an unplanned procedural event. No patient information provided.